Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had problems with poor communication and saw a power on reset (por) condition the prior day before having a CT scan. At the time of the report she was having difficulty turning stimulation off and was seeing the poor communication screen. It was hard for the patient to locate the implantable neurostimulator (ins) because it was pretty far down on her butt. When she pressed the synch button on the patient programmer, she saw the por screen. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-23745 for information regarding the patient¿s ins location.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the patient's device got turned off during another procedure. The patient was being scheduled to come into the office to see the hcp and manufacturer representative to reprogram and turn on the stimulator.